Event description:
Event description guidant received information that at implant this cardiac resynchronization therapy defibrillator (crt-d) and implantable atrial pacing lead exhibited increased pacing impedance measurements immediately following pocket closure.